Event description:
Initial information reported by physician to a sales representative on (B)(6) 2010: a female patient (B)(6) received her first, and only, treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unknown) on (B)(6) 2010 and developed "sarcoidosis of the lungs". No concomitant medications or medical history reported. No further information reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(4) 2010: while skin sarcoidosis is a known, potential adverse event associated with poly-l-lactic acid treatment, lung sarcoidosis is not. Given that the onset of pulmonary sarcoidosis is normally gradual and this patient was diagnosed with lung sarcoidosis less than six and a half weeks after poly-l-lactic acid treatment, it would be very unlikely that the treatment with poly-l-lactic acid alone caused this disease, but rather that the disease (undiagnosed) was already present at the time of poly-l-lactic acid treatment. This patient's potential predisposition for the development of sarcoidosis is supported by the presence of known risk factors, including her age (while the incidence of sarcoidosis is highest for individuals younger that 40, there is a second peak in women over 50 and this patient is (B)(6)), her gender (there have been more cases of sarcoidosis in females), and her being of (B)(6). While the exact cause of sarcoidosis is not known, the current thought is that some people have a genetic predisposition, which may be triggered by exposure to an environmental. Occupational, or infectious agent. Whether or not treatment with poly-l-lactic acid contributed to such an exposure is unknown. In order to make a complete medical assessment of this case, additional information is needed including the exact date of her diagnosis, her presenting signs and symptoms (and onset date of such symptoms), her family history (specifically if any family member has/had sarcoidosis), and whether or not she had a known exposure to a potential trigger (environmental, occupational, or infectious agent).